Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient stated "this thing has moved so many times" and they had to have surgery "to redo it". They stated "it still moves, it's not totally stationary", and asked if pump could have moved or become twisted again. Patient services reviewed pump/catheter considerations and the patient was redirected to the healthcare provider to assess. The issue began "maybe a month or so" after pump was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.